Event description:
It was reported that the patient was experiencing shocking sensation, feeling stimulation in the fingertips, shaking of the entire body and felt like having a heart attack when using the spinal cord stimulator (scs) device. Reprogramming was attempted, however, unsuccessful. The patient underwent an scs system explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred over a year from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5146069 / 5146141.